Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm leaked during use. The following information was provided by the initial reporter: on (B)(6) 2020, a vein channel was established for the patient. After opening the liquid, it was found that the liquid continuously flowed out from the junction of trocar and heparin cap. After tightening the heparin cap, the liquid continued to flow out; after replacing the heparin cap, the liquid stopped flowing out.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9239029. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.